Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer attempted to load another cartridge and the alarm occurred again. Customer's blood glucose level was 85mg/dl. Reportedly, the customer successfully loaded a new cartridge and continued to use the pump for insulin therapy.